Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. The customer troubleshot with technical support. The customer found a leak at the external o2 sensor. The customer was able to resolve the leak at the o2 sensor and est (extended self test) passed.

Event description:
It was reported that during the extended self test (est) the ventilator generated a relief valve cracking pressure out of range error code. There was no patient involvement. The event date was not specified; estimate used.